Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported that the patient stopped charging the ipg, rending the ipg inoperable. The ipg did not communicate with external devices. In turn, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue.

Event description:
Additional information received indicates that patient was charging the ipg daily until the ipg stopped taking charge.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.